Manufacturer narrative:
The device history record (DHR) and quality records were reviewed. These documents demonstrate that procedures were correctly followed. No other similar or related complaints for the reported lot were found. Complaints which are serious in nature are reviewed on a regular basis or for due cause to provide visibility and escalation. In addition, complaints are also monitored for trending on a monthly cadence. No further information is available at this time.

Event description:
The consumer stated by phone that tampons came apart during removal and pieces remained inside the body. This event occurred with four tampons. On 05-apr-2018, the consumer stated that she saw a doctor who performed a vaginal exam. The doctor confirmed no pieces remain inside her body. The consumer stated she is doing well, and no further medical assistance is scheduled. No further information is available at this time.